Manufacturer narrative:
H3: product analysis: evaluation determined that the customer allegation of device was unscrewed in the middle the end was worn and burned was confirmed. The most likely cause of failure is due to detached bearing. It was also noted that the laser markings had been faded, a broken tool tip, tube, input and output drive shafts had been worn. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the device was unscrewed in the middle the end is worn and burned. It was reported that there was no patient impact. Additional information was received stating that detached bearing was found during evaluation.